Event description:
It was reported by the rep that the hospital notified the rep that the harmonic scalpel electrical connector cap is separated from the cord. The handpiece was not used in surgery when the staff discovered the damage. There was no consequence to pt.